Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.

Event description:
The patient was wearing the pod on the arm for between 49 and 71 hours during the christmas period. Throughout this time, the patient experienced persistently elevated blood glucose (bg) readings, reaching 517 mg/dl, and remaining high for approximately three consecutive days. On (B)(6) 2025, the patient sought medical care due to sustained hyperglycemia. During hospitalization, the patient received intravenous hydration with normal saline (0.9%) and actrapid (a fast-acting insulin). The patient remained hospitalized for four days after which bg levels had returned to normal. The pod used during this period was disposed of by hospital staff and therefore unavailable for investigation.